Event description:
The patient received two scs leads with the same lot number. It was reported the patient experienced ineffective bilateral stimulation. Only one of the patient's leads was being used to provide bilateral coverage since the other lead displayed all invalid impedance contacts. The physician discussed explanting and replacing the lead, however, the patient requested a system explant. Follow-up identified the patient's entire scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.